Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered evidence during an internal inspection, that the customer attempted repair of the device. As a result, component root cause could not be firmly established. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.